Event description:
On (B)(6) 2022, the patient was treated for a right common iliac aneurysm. The physician implanted a gore® excluder® iliac branch endoprosthesis after positioning the stent graft in the desired position, the gate moved from a medial to lateral position. The physician attempted to return the graft to the lateral position, but this caused the graft to kink. After several attempts to correct the kink through various means, the physician decided to end the procedure, and plan for an additional procedure to implant an aui device and perform a fem-fem bypass. The outcome is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications

Manufacturer narrative:
Added g3/g4, h1/h2. Corrected h6: investigation conclusion.